Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, pn: unk, ln: unk; unknown shell, pn: unk, ln: unk; unknown head, pn: unk, ln: unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported patient has been indicated for revision procedure twenty-two years post-implantation due to possible poly wear. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.